Manufacturer narrative:
Section h3: correction. Section b5, h4: additional information. Manufacturer's investigation conclusions: the reported outflow graft thrombus could not be confirmed through this evaluation as no photographs/scans of the reported thrombus were provided and the device remains in use. Moreover, the reported low flow alarms could not be confirmed through this evaluation as no log files from the time of the reported event were submitted for review. Although a specific cause for the low flow alarms could not conclusively be determined through this evaluation, the account believes that they were likely caused by the patient¿s insufficient volume intake. A direct correlation between the device and the reported events could not conclusively be determined. The current heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The current hm3 lvas IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU and the current heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The manufacturer is closing the file on this event.

Event description:
Additional information: patient is at home and in very good condition. She is regularly monitored. Recently there was a ramp test conducted and her pump speed was optimized. She also underwent a control CT scan which did not indicate any thrombus or twist. Specific therapy was not administered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a CT scan was performed and small thrombus formation was visible in the outflow graft. There were occasional low flow alarms but the doctor believes that they are not connected with the thrombus and are likely caused by the insufficient amount of volume intake by the patient. Hemolysis parameters are stable. The patient was discharged from the hospital.